Event description:
The event is reported as: "alleged issue: stem was inserted into pt and when the doctor removed the stem, he noticed the tip was missing. There is no pt injury and the doctor is waiting until the tip passes through the pt. The pt is being x-rayed but tip has not been located yet." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Unk if sample is available for eval.